Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that they are having to charge the battery thing every day. Patient said they spoke to the representative (B)(4) about 3 days ago and told him what was happening and was told to call patient services. Agent asked when patient noticed this and patient said it seemed like when they get up it is always down to 30% and they have to charge it up everyday. Patient also said usually they could go about 2-3 days before they had to recharge but this time every day when they wake up the implant is down to 30%. Patient mentioned the representative made some adjustments about 2.5 weeks ago and that did not help. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.